Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified (faulty vibe motor).